Manufacturer narrative:
(B)(4).

Event description:
(B)(4). During an ablation procedure a pericardial effusion occurred. Approximately one hour into the procedure when the catheter was in the left atrial appendage the patient became hypotensive. An echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. The patient was transferred to ccu for observation overnight.

Manufacturer narrative:
Functional analysis of the returned device included, visual, electrical, temperature, irrigation and optical testing which all met sjm specifications. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause of the reported pericardial effusion was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.